Event description:
A malfunction was reported on the pump, identified by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and they confirmed that the malfunction code did not reappear after the reset. The customer was informed to continue using the pump and to contact support if any issues occur again.